Event description:
It was reported that this lead was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: additional information was received august 15, 2023 indicating that the event reported under this report (MFR report number 2124215-2023-42616) is a duplicate of a previously-reported event.

Event description:
It was reported that this lead was explanted due to unknown reasons. No additional adverse patient effects were reported.